Event description:
On (B)(6) 2014, an amplatzer cardiac plug (size unknown) was selected for use to occlude the laa. At the time of procedure, the laa was found too large resulting in the procedure being postponed. On (B)(6) 2015, the procedure was rescheduled and a 14f amplatzer torque 45x45 delivery sheath was inserted into the left atrium and st elevations and hypotension were observed. The patient experienced an intracerebral hemorrhage of the left temporal lobe and an infarct of the bilateral basal ganglia. Resuscitation was unsuccessful and the patient expired. The reason for the infarct was unknown and the physician did not believe the event was caused by the device. The reported intracerebral hemorrhage occurred prior to use of the occluder. The infarct was suspected to be cardioembolic in origin as the patient had a history of atrial thrombus in (B)(6) 2013 in addition to other co-morbidities. There was no evidence of thrombus in the last tee performed (B)(6) 2015.

Manufacturer narrative:
Gtin: (B)(4). The 14f tv45x45 was not returned to sjm for analysis. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the tv45x45 was not returned for evaluation. There was no evidence to suggest there was an intrinsic defect in the delivery system and the cause for the reported event remains unknown.